Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On 07/17/2025, it was reported that the patient did not receive an alert/notification from either receiver or mobile during low. She was driving when she encountered an unusual traffic situation that left her feeling disoriented and not in control. She began experiencing symptoms consistent with a low blood sugar episode. Recognizing the seriousness of the situation, someone called an ambulance for assistance. Upon arrival, emergency responders observed signs of hypoglycemia. She was given two packs of sugar, raising her blood sugar level to 104 mg/dl. Prior to receiving the sugar, the patient was unable to recall the exact bg fs reading. At the time of the episode, her cgm reading was 64 mg/dl, and her low alert setting was 80 mg/dl. Her daughter-in-law arrived shortly after and brought her home. She was advised to eat something. The patient was not brought to the hospital for further medical assistance. As of now, she reports feeling fine, with a stable blood sugar reading of 104 mg/dl. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On 07/17/2025, it was reported that the patient did not receive an alert/notification from either receiver or mobile during low. She was driving when she encountered an unusual traffic situation that left her feeling disoriented and not in control. She began experiencing symptoms consistent with a low blood sugar episode. Recognizing the seriousness of the situation, someone called an ambulance for assistance. Upon arrival, emergency responders observed signs of hypoglycemia. She was given two packs of sugar, raising her blood sugar level to 104 mg/dl. Prior to receiving the sugar, the patient was unable to recall the exact bg fs reading. At the time of the episode, her cgm reading was 64 mg/dl, and her low alert setting was 80 mg/dl. Her daughter-in-law arrived shortly after and brought her home. She was advised to eat something. The patient was not brought to the hospital for further medical assistance. As of now, she reports feeling fine, with a stable blood sugar reading of 104 mg/dl. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.